Event description:
A motor stall occurred and was confirmed. The pump log revealed multiple motor stalls and recoveries with the last stall occurring (B)(6) 2010 with no recovery. The patient underwent an MRI at an unknown date. The patient was receiving oral medications. The pump was explanted. No patient symptoms or outcome were reported. The medicine being delivered via the device system was 50 mg/ml morphine with a dose of 35 mg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.